Manufacturer narrative:
Additional suspect medical device component involved in the event: product family: scs-linear leads, upn: (B)(4), model: sc-2218-50, serial: (B)(4), batch: 7097103.

Event description:
It was reported that the patient was experiencing inadequate stimulation coverage. It was noted that the physician was unable to place the linear leads close to midline during implant. The patient underwent a revision procedure wherein the linear leads were replaced with a paddle lead. The patient was doing well post-operatively. The explanted leads were discarded by the medical facility.